Event description:
It was reported by the system longevity study that there was oversensing on the right atrial (ra) lead. The lead remains in use per medical judgment. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.